Event description:
Device malfunction: suture mislocation. Time of device malfunction: during vessel closure symptoms/ae: vessel occlusions and diminished pulse in foot. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the pt was returned to the cath lab experiencing a "cold foot and leg pain". The physician suspects that the "cold foot and leg pain" are due to the suture capturing the back wall of the vessel and an occlusion occurring; however, unconfirmed. The pt was transferred to a second hosp to be evaluated and was related to family for follow-up and evaluation by physician. No reported treatment has been scheduled. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported that device was discarded; although the suture remains in the pt's artery. The lot number was not identified; therefore, a device history record review could not be performed.